Event description:
It was reported that the support arm broke during a movement before the pt was connected to the tubings. There was no pt harm. (B)(4).

Manufacturer narrative:
The part has been requested back for investigation but has not yet been received. (B)(4).